Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the reported event has been evaluated and will be monitored. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the reported event has been evaluated and will be monitored. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was performed on (B)(6) 2018. Via tha. The surgeon could not separate the cup and the inserter (p/n: 920010029) in operating field. The surgeon removed the products from the patient¿s body and separated them. It was reported that the cup and the screw part of the inserter were locked, and considerable force was needed to separate them. The surgery was completed by using alternative device within a delayed less than 30 minutes delay. There was no adverse consequence to the patient. No further information was provided by the hospital.